Event description:
It was reported that the patient underwent a spinal procedure with screw implantation. At the 6 week control check up, it was discovered that a set screw was loose. 43 days post op, the patient underwent a revision surgery plus kyphoplasty.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
Evaluation of the returned device found that the setscrew presents deformed surface all around its periphery and partially erased central pointing tip suggesting tightening of the rod. Setscrew loosening can not be identified based on the observation made on the setscrew.